Event description:
This supplemental report is being filed to provide additional information that the patient had additional shocks due to the oversensing of noise. The sensing vector was set to the secondary vector. Office testing was able to reproduce the noise. The auto setup feature failed in all three sensing vectors. The doctor elected to explant and replace the system. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The patient was operating a forklift during one of the shocks. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The sensing vector at the time of the shocks was set to the primary sensing vector. The high energy shock impedance was 103 ohms, which is high but within normal limits. Technical services advised some testing options. Some x-rays were done, and the system had migrated more posterior rather than mid-axillary. The local representative tested the system and only the secondary sensing vector was acceptable. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the patient had additional shocks due to the oversensing of noise. The sensing vector was set to the secondary vector. Office testing was able to reproduce the noise. The auto setup feature failed in all three sensing vectors. The doctor elected to explant and replace the system. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The patient was operating a forklift during one of the shocks. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The sensing vector at the time of the shocks was set to the primary sensing vector. The high energy shock impedance was 103 ohms, which is high but within normal limits. Technical services advised some testing options. Some x-rays were done, and the system had migrated more posterior rather than mid-axillary. The local representative tested the system and only the secondary sensing vector was acceptable. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The patient was operating a forklift during one of the shocks. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The sensing vector at the time of the shocks was set to the primary sensing vector. The high energy shock impedance was 103 ohms, which is high but within normal limits. Technical services advised some testing options. Some x-rays were done, and the system had migrated more posterior rather than mid-axillary. The local representative tested the system and only the secondary sensing vector was acceptable. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.